Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient undergoing an advanced evaluation trial. It was reported that the patient had a hard time with the procedure and was in the hospital for 2 days after due to breathing issues and not getting enough oxygen. The patient also had diarrhea for several months. No further complications were reported/anticipated.